Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump expose to moisture. The customer's blood glucose value was 17 mmol/l. Customer reported there was fluid in the battery compartment. Customer stated battery cap was not damaged. Customer stated the home screen did not appear on the display. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.